Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection.

Event description:
It was reported that the customer was hospitalized in (B)(6) 2015 with a blood glucose level of 31 mg/dl. Customer went to bed and woke up with a low blood glucose level. Customer called an ambulance who transported him to the emergency room. Customer stated that he received a 1.90 unit bolus from his pump, which he never programmed. Customer stated that the perceived cause of the low blood glucose level was too much insulin. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.